Event description:
The customer reported a failure to discharge during use on a patient. The involved patient died, but the customer does not allege that the device was a factor in the patient outcome.

Manufacturer narrative:
The customer reported a failure to discharge during use on a patient. The involved patient died, but the customer does not allege that the device was a factor in the patient outcome. The unit was evaluated at philips, but the symptom could not be duplicated. The unit was fully functional. The event file was reviewed, "no shock delivered" (nsd) messages were noted (shock was aborted). The nsd (no shock delivered) message is an expected message when the impedance is out of range. We are considering this issue a user misunderstanding and not a malfunction.